Event description:
It was reported that an ilet user experienced hyperglycemia after a transient sensor signal loss, with the pump and a confirmatory fingerstick both reading high; agent recommended a supply change, and the caregiver later reported plans to replace the infusion site, after which reports showed glucose returned to range. Investigation included review of device data and user report, assessment of use environment and consumables, and troubleshooting education provided to the caregiver. Further investigation of this case revealed a probable infusion or supply-related issue could not be confirmed, and device malfunction was not established. Symptoms included asymptomatic high blood glucose without clinical implications or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no use of backup therapy. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause with resolution after supply change and education reinforcement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.